Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca. A spontaneous gi bleed is reported to have occurred 20 days later. A prbc transfusion of 2 units was carried out. Pt recovered with treatment. Investigator reported that it should be noted that this subject had cautery of the same av malformation prior to enrollment in the study: cautery/colonoscopy was done approx 4 months prior to index procedure. Investigator indicated that there was no relationship to the study device.

Manufacturer narrative:
Secondary intervention of prbc transfusion of 2 units. Gi bleed.